Event description:
Device malfunction: difficult to insert, needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis, retroperitoneal bleed, death. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, difficulty was encountered during device insertion into the vessel and when the needle plunger was retracted, a needle tip was not captured by a cuff. The device was removed and manual compression was applied to achieve hemostasis. An unspecified time later, it was reported that the pt expired from a retroperitoneal bleed. The physician stated that he did not believe that the retroperitoneal bleed and subsequent death was related to the proglide closure device. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was no identified; therefore, a device history record review could not be performed.